Event description:
Provider alleges the consumer was driving fast and hit the curb, allegedly getting launched out of the seat.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
Per provider: mechanic did not find anything unusual about the scooter, and suspects a human error to cause the accident.

Event description:
Provider alleges the consumer was driving fast and hit the curb, allegedly getting launched out of the seat.